Manufacturer narrative:
The customer did not return any lifebands to zoll for evaluation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that they were unable to install lifebands to the autopulse platform (s/n (B)(4). The customer stated that the "connector" was damaged but did not provide any further information. It is unknown where the problem occurred. However, patient use information was requested, but no additional information was provided. Please see the following related MFR report: MFR # 3010617000-2021-01058 for the autopulse platform (s/n (B)(4).